Event description:
The customer reported that the generator continued to deliver cut output upon changing from the cut to the coag footpedal. The cut output caused some minimal patient bleeding before the coag output was observed. As soon as the coag effect began, the bleeding was stopped. The pt is reported as doing fine. In a preliminary evaluation in (B)(4), the generator was found to be operating to MFR¿s specifications, and the reported fault could not be reproduced. In addition, the footpedals are still being used at the site with a loaner unit and are working fine.

Manufacturer narrative:
Covidien reference number: (B)(4). Date of initial report: (B)(4) 2012. The incident generator has been received and is under eval. When the unit eval is completed, a follow-up report will be submitted.